Event description:
It was reported that the patient has an extruding lead. It was not mentioned where this was occurring in the body or what may have caused it. There is no known infection at this time. It was explained to the physician that it is his choice to either keep the current lead and revise or replace the lead altogether. Clinic notes received and dated (B)(6) 2015 state that the vns wire is protruding. It is noted that the vns device was implanted in 2009 and the patient never returned for post-operative evaluation. For reasons that are not clear to the physician, the device was never turned on and she never followed-up. She recently decided to see a neurologist who found that the lead from the vns had extruded a small way through the skin. The neurologist recommended activated the device once the lead problem is resolved. Follow-up with the surgeon's office showed that the surgeon does not know the cause of the patient's extrusion since he has not had time to thoroughly look into it yet. The patient is referred for surgery for the lead but the surgery has not been completed to date. The exact location of the extrusion is unknown.

Event description:
On 03/23/2016 an image was provided of the patient's extrusion. It appears as though the generator is also extruding through the skin at the chest site.

Event description:
Information was received from the case manager that the patient had stated her device was explanted in 2015 and that she wants to reconsider vns. As the patient was experiencing extrusion at that time, it appears the explant was due to the extrusion. No additional information was received to date. It is likely that the explant occurred 2016 based on the previous timelines of events.